Event description:
It was reported that pump logs confirmed a motor stall on 8/2 with no motor stall recovery. The stall was caused by the patient¿ being near an MRI on the same day. It appeared that this was a ¿false¿ motor stall or telemetry state. The patient never returned after the MRI for a pump check. The patient did not hear alarms. The pump had been interrogated twice. It was later reported that the stall recovered after the third interrogation of the pump. The device system was used to deliver pri alt.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).